Manufacturer narrative:
The product involved in this event is not available for evaluation. A device history record review could not be conducted due to lack of lot number. The patient's reaction to dressing is likely isolated to patient skin adhesive sensitivity and immunological reaction. With limited information for this complaint, a definitive root cause cannot be determined. We will continue to track and trend complaint data for positive trends to determine if any corrective actions shall be taken. A 12 -month review of this item shows 4 past complaints: one for not sticking and three for allergic reaction/irritation. This product incident is documented in the complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this event is not available for evaluation. The complaint component gauze island dress 4x4 600/cs part number 44258a is manufactured by zhejiang wellong medical technology co., ltd (FDA registration 3003835287). A scar was issued to the supplier on february 25, 2025. A follow-up report will be provided upon conclusion of investigation and response by the supplier. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
A maude report mw5164639 was received that alleges the patient had a reaction to an island dressing. A peritoneal dialysis patient contacted customer service to report that the new 4x4 island dressings may have had a change in adhesive causing irritation and itching to skin around the exit site. The customer saw a dermatologist for the rash. There is no customer, facility name, contact email, phone number, lot number, and no mention of medical treatment provided for the rash. Due to limited information received on report, we are unable to follow up and acquire additional incident details.